Event description:
A customer's mother reported that the unit of measurement setting of their freestyle meter changed. There was no report of death, serious injury although the patient has been mistreating several times with too much insulin. This did not result in any serious injury. The customer's meter was replaced. The customer returned the meter and an investigation confirmed the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.